Event description:
It was reported that a spectrum pump would give "erratic downstream pressure readings." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The pump passed downstream occlusion testing per the spectrum service manual as well as additional testing. A small amount of fluid residue found around the downstream sensor. The downstream sensor and the downstream tubing guide will be replaced.